Manufacturer narrative:
This is one event reported on the same pt involving two separate product and associated with MDR #1225714-2013-01453.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.